Manufacturer narrative:
The field complaint of a no power issue was verified. The visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. The prongs were removed, and severe burn damage was noted on the green contact strips, thus the unit was not plugged into a working outlet. After opening the ac power adapter several burnt components were observed on the main circuit board. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.

Event description:
It was reported that the remote transmitter was unable to power on. There were no consequences to the patient. The transmitter was returned and during analysis, burnt components were observed on the main circuit board.